Event description:
It was reported that the patient's generator was replaced due to battery depletion. Per historical hospital protocol, product return is not expected. Per the programming history the patient's generator reached end of service in 2014.

Event description:
It was reported by the surgeon's office that the patient was being referred for generator replacement in order to get her seizures back under control. No known surgical intervention has occurred to date. No new relevant information has been received to date.